Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with insulin drip and intravenous fluid. The customer had symptoms such as headache and dehydrated. The customer declined troubleshooting high blood glucose. The insulin pump will not be returned for analysis.